Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached its elective replacement indicator (eri). An intermittent eri message appeared and dissappeared several times during a routine follow-up. The physician believes this eri to be premature. The device was explanted and replaced. No complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) battery depletion-normal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached its elective replacement indicator (eri). An intermittent eri message appeared and disappeared several times during a routine follow-up. The physician believes this eri to be premature. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.